Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.

Manufacturer narrative:
Event site postal code - (B)(6), event site state - (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the helium regulator and drive manifold , then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.